Event description:
During a transcatheter pulmonic valve replacement, less than one minute after valve deployment it was noted that the valve had migrated towards the right ventricle. A second valve was deployed. Initially the patient¿s right pulmonary artery was pre-stented with a 30mm palmaz schatz stent. The 29mm sapien xt valve was deployed at the distal aspect of the stent. Less than a minute after deployment the xt valve migrated a few millimeters back into the provimal portion of the stent, towards the right ventricle. There was clearly a significant leak around the device after further inflation of the balloon. It was therefore decided to further reduce the dimension of the right ventricular outflow tract, and placed a second valve. A second palmaz schatz stent over the existing xt valve, as well as deploy two icast stents between the initial palmaz schatz stent and the second one. The theory behind this was to create a smaller landing zone for the second sapien xt to seat. The procedure was successful. The patient was stable at the conclusion of the case. It was perceived that the patient¿s valve had migrated because the landing area was bigger than the size of the valve.

Manufacturer narrative:
(B)(4). The sapien valve instructions for use (IFU) and the sapien pulmonic transcatheter heart valve (thv) training guide, device embolization and acute device migration or malposition requiring intervention are known potential complications associated with the procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The training guide cautions that the thv should be positioned completely within any previously placed stents and placement of the thv proximal to a stenosis can result in proximal movement of the thv. For placement proximal to stenotic lesions, ensure that there is a sufficient landing zone to allow proximal movement of the thv during deployment. Additionally it is noted that incremental inflation of the delivery system balloon may allow for a more controlled positioning of the thv in this case, the exact cause for the reported incident is unknown. It was reported that to avoid the stenotic portion of the conduit the valve had to be placed on the outflow end within the stenotic section. It is possible that patient (stenotic conduit) and procedural (inflation and positioning) factors caused or contributed to the dislodgement of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Of note, the sapien xt valve is not indicated for use in the pulmonic position at this time, therefore the IFU and sapien xt training manuals do not instruct on deploying the valve in this position. In this case, per report, the landing area was larger than the size of the valve, which was believed to have caused the valve to migrate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.